Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the pacemaker was failed to be interrogate with rf telemetry and exhibited error message. The programming changes were made. The patient was stable throughout the procedure.